Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. A 2.00mm x 15mm apex balloon catheter was used for post dilation after placement of an unspecified promus element stent. The balloon ruptured on first inflation at 14 atmospheres for 20 seconds. No patient complications were reported and the patient's status was fine.